Event description:
Healthcare professional reported "wound problems" via the national breast implant registry (nbir). This record is for the right side. The device was explanted and replaced. The device won't be returned.

Manufacturer narrative:
The event of "unknown wound problems" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: appropriate term/code not available for medical other: for unknown wound problems.